Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4),b5: describe event or problem - additional informationd9: device returned to MFR - additional informationd9: date device returned - additional informationh2 type of follow up: additional information/ device evaluationh3a: device evaluated by mfg- additional informationh3b: evaluation included - additional informationh6: additional information.